Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent break was not confirmed. It was noted that the balloon was tightly folded, the stent implant was stationary on the balloon between the markers and the top portion of the guide wire exit notch was stretched. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent break; however, the reported failure to advance appears to be related to the operational context of the procedure. The noted stretched exit notch can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the left circumflex (cx) artery. A 3x15mm xience sierra drug eluting stent (des) was being advanced, but the stent became cracked and could not reach the lesion to be treated. The des was removed, and another same size sierra des was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.